Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The apl diaphragm, poppet valve, and cage were replaced, and the unit was returned to service. Patient information currently unavailable.

Event description:
The hospital reported having difficulty in manual mode with the adjustable pressure limiting (apl) valve. There was no reported patient injury.